Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report will be updated.

Event description:
Boston scientific received information that this lead exhibited poor sensing and no capture at maximum outputs. Subsequently a revision procedure was scheduled and the lead was found to have perforated the heart. The lead was explanted. No additional adverse patient effects were reported.